Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend feature with a sensor glucose reading of 2.4 mmol/l when the customer's actual blood glucose level was 7 mmol/l. While troubleshooting, the customer was advised that the sensor glucose and blood glucose was within acceptable range. The customer performed troubleshooting. The customer was advised that the sensor would be replaced. The customer did not return the product for analysis.